Manufacturer narrative:
The reported events were helix mechanism issue and high capture thresholds. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. During the procedure, the physician attempted to readjust the lead how ever the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.